Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Examination of the device confirms the complaint; the threaded tip has protruded but still intact. The root cause is attributed to misuse and/or heavy usage. A two-year search of the complaint database found this type of damage is typically caused when the item is impacted when not fully threaded into the mating item. This transfers the load of the impact to the threads rather than the shaft. The date code indicates the instrument was manufactured in may 2008 and is over 8 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Before use on patient, rep noticed the tip of the impactor handle appeared lose/ dislodged although was still attached. No delay or impact to patient.